Event description:
It was reported that the patient was infected at the site of the lead, and not the pocket. The patient also experienced a fever. The lead and neurostimulator were explanted. At the time of the report the patient status was reported as alive, with no injury or adverse event.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, (B)(4).